Event description:
Per the clinic, the patient experienced a skin infection at the implant site (date not reported), and subsequently was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The extracochlear electrode extruded through the skin and the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 21, 2022.